Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "on (B)(6) 2022 a female patient had a laparoscopic cholecystectomy and everything went well. On (B)(6) 2022 there was a follow-up consultation, patient said she had a urinary infection but that she was fine. On (B)(6) 2024 a CT scan revealed a foreign body corresponding to an empty extraction bag that had not been closed. Clinical consequences: on (B)(6) 2024 the bag was extracted by a laparoscopy procedure and an unused empty open bag was removed. Hypothesis: there were 2 bags in the same packaging on (B)(6) 2022". Additional information states that "no other symptoms apart from bladder irritation. Apart from laparoscopy to remove the bag, there as no additional treatment or intervention. No serious clinical consequences for the patient, bladder irritation symptoms disappeared". The patient status is reported as "fine".